Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012657605 was returned and analyzed. No anomalies were identified during visual inspection. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. The catheter could not be retracted into sheath due to the stuck slider. The shape of the capture device was unremarkable with no atypical features. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to a generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. X-ray imaging revealed entangled wires in shaft. In conclusion, the catheter failed the returned product inspection due to entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure using the pulseselect catheter, there were allegations of a noisy electrogram and blood observed in the catheter handle. The catheter was prepared and inserted into the left atrium, and ablation was performed without issues initially. After the catheter was removed and re-prepped for further ablation, upon redeployment, all electrodes on the recording and mapping systems exhibited noise. Multiple troubleshooting steps were taken, including disconnecting and reconnecting the cic cable and generator, and replacing the cic cable, but these did not resolve the issue. The catheter was then exchanged for a new one, which was prepped and inserted, resulting in clean electrograms and successful completion of the ablation. At the end of the procedure, a significant amount of blood was noted in the catheter handle/slide bar area. The case was completed, and the patient was under general anesthesia throughout. There were no patient symptoms, complications, injuries, or need for med ical or surgical intervention, and the patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.